Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va01k4q, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va01k4q, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension . (B)(4).

Event description:
A healthcare professional from a clinical study reported that the patient whose indication for use is alzheimer's disease had experience syncope with fall starting on (B)(6) 2015. The event had required prolonged hospitalization and in-patient hospitalization was the corrective action taken. The suspected cause was unknown. It was unknown if it was related to the study or programming. The event had resolved.